Event description:
The customer contacted the siemens technical solutions center (tsc) to report that they could not calibrate the troponin assay on an advia centaur xp instrument. The customer stated that patient samples were delayed from testing due to the troponin calibration failure. There are no known reports of patient intervention or adverse health consequences due to the troponin calibration failure.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist verified that the customer was using the correct quality control ranges for the reagent lot being used. The tsc specialist then advised the customer to run qc with a new reagent lot and provided the correct qc ranges for the new lot. The customer ran qc with the new lot and it was out of range high. A siemens customer service engineer (cse) was then dispatched to the customer site. After evaluation of the instrument data, the cse determined that the instrument was contaminated. The cse decontaminated the acid and base lines and ran calibrators and qc for troponin, all of which resulted within acceptable ranges. During follow-up with the customer, the customer stated that the troponin assay was running on the system with all levels of qc in range. The cause of the troponin calibration failure was contamination. This instrument is performing according to specifications. No further evaluation of this device is required.